Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to the user, as dvi was not properly connected. The cables intended to be used were not the specified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by the operating room (or) staff contacting the coordinator and guiding to find correct cables to restore stryker tower connection. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) the video output to stryker boom stare wasn¿t working. The surgeon converted to lap before calling. The customer stated the system was moved out of the room so floors could be cleaned. When the system was moved back in, the only digital video interface cable they could find did not connect onto the port in vision side cart. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: follow-up attempt #: on 3/27/2025, the davinci coordinator (B)(6) does not have any information or further details.